Event description:
The customer reported via phone call that they had a no delivery alarm. Customer's blood glucose was 427 mg/dl. Customer bolused 1.45 units of insulin for their blood glucose. The customer stated the alarm was resolved by a complete set change. The customer declined to return the infusion set and reservoir for analysis. The customer also called back the next day to check their settings. Customer also reported their blood glucose was 259 mg/dl at the time of the second phone call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.